Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not lock the cutter in. It was further determined that the driveshaft and locking components were worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out driveshaft and locking components from normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from canada that during an unspecified surgical procedure, it was discovered that the motor device stopped on contact at the beginning of the case. According to the reporter, the handpiece device was running as expected and the burr device was spinning as normal when the foot pedal device was stepped on during the set-up testing. It was further reported that during surgery, the handpiece device was spinning when the surgeon checked it by stepping on the foot pedal device. However, when the burr tip was applied to the bone surface while the motor was running, the burr device did not move. When the device was pulled back from the bone surface, the burr device would spin as normal but when the burr device was touched on the bone surface once again, the burr device would not spin. The reporter stated that while the burr device was secured into the motor correctly, there was too much resistance for the burr device to turn as if the gears inside were stripped. The staff changed the handpiece device and successfully finished the surgery without any issues. The reporter indicated that the replacement of the handpiece devices took less than five minutes as the attachment devices and burr devices had to be switched over and the new handpiece device had to be connected to the console device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.